Event description:
Related manufacturer reference number: 3006705815-2023-02922, 3006705815-2023-02923. It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances and the patient experienced discomfort/pain located at the ipg site. As such, surgical intervention may occur to address the issues.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
System was explanted and replaced to address the issues.